Manufacturer narrative:
Analysis was performed by remote service engineer (rse) which included remote troubleshooting with the customer biomed. The issue began after biomed rebooted the computer to clear a no alarm recording message. The station is no longer using a recorder. The rse guided biomed through disabling the alarm status message to clear the message. The rse walked biomed through accessing sound settings in the control panel to set the station volume and testing the functionality of the components. Biomed confirmed that both red and yellow alarms were both visible and audible at the actual central unit, but initially not audible on the remote unit. Based on the results of the analysis, it was determined that the product has malfunctioned. The cause was not confirmed; however, it is likely related to the rebooting actions taken by the customer biomed. The issue was resolved by adjusting the volume settings on the remote surveillance. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that when alarms come through, they are unable to hear them. The device was in use on a patient at time of event, there was no adverse event reported.